Event description:
Heavy bleeding, horrible pain in my pelvic area, swelling in the stomach area, horrible migraines, brain fog, really bad fatigue, pain/ stiffness in bones/joints to the point of not being able to move, painful intercourse, mood swings, weight gain ect...